Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided¿ this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachement. The conclusion of the investigation states: investigation was not completed because this is a known failure mode and corrective action has already been issued to investigate technique and design changes. This is a known risk and is immediately detected during the procedure with no significant delay in procedure.

Event description:
Utilized multi kit during a lateral ankle procedure. Prepared talar aspect in typical fashion utilizing artelon drill guide and drill bit. Implanted fb anchor in talar tunnel without incident. Prepared fibular aspect in typical fashion utilizing artelon drill guide and drill bit. Long tail of the fb was inserted through swivel tip aperture of 2nd fb anchor, slack was removed, anchor was inserted in fibular tunnel. Upon implantation of fb anchor in fibular tunnel, during impaction, the fb severed at the fb anchor bony interface. Anchors were removed from both the fibula and talus. Additional anchors were opened. Fb was loaded on the anchor seated in the talus followed by the fibula without further incident completing the atfl. The cfl was completed with an anchor in the calcaneus, secured in the fibula with stryker omega anchors which were also used to close the retinaculum. The atfl/cfl augment with artelon was successful. This was dr (B)(6) first case. The rep has been speaking with him for a couple months prior to using, partner in dr (b)6). I met with dr (B)(6) over dinner and a bone model lab on (B)(6). We watched the 2-minute procedural video, we then watched the 20-minute video from the porsche experience with dr (B)(6) over dinner specific to atfl. After dinner we implanted into a bone block. Dr (B)(6) was comfortable with the training and procedure.